Manufacturer narrative:
(B)(4).

Event description:
Out of range shock impedance above 150 ohms alert via home monitoring. No adverse patient events were reported. The lead impedance has been slowly rising since implant. The patient is scheduled for an in office evaluation. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.